Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits detritus on the fiber inside the cap; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, the customer reported "fiber burned out" at 5,355 joules. The fiber was exchanged and the case was completed at 128,796 joules and 60:10 minutes of usage. Patient outcome: no patient injury" reported.